Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and leaking from the infusion set. Customer indicated that the location of the leak is where the reservoir goes into the pump. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer indicated that the issue was resolved by a complete set change. Customer declined high blood glucose troubleshooting. No further details given.